Event description:
It was reported that the devices were used a left thoracotomy and a upper lobectomy. It was reorted by the rep that the surgeon fired the et45g and received a good staple line. He had the srub nurse reload instrument, he fired across lung and it fired one side of staples. He had her reload it and he fired again receiving same result. He then loaded it himself and fired getting the same result. He tired it again with same result. He threw the instrument against the wall. They pulled another, fired it and received good staple line. Proceeded to reload with reload from a different box and received one side of staples. At that point he had to hand sew. They didn't pull another instrument. They discarded both instrument and all fired reloads.

Event description:
It was reported that the devices were used during a left thoracotomy and a upper lobectomy. It was reported by the rep that the surgeon fired the et45g and received a good staple line. He had the scrub nurse reload instrument, he fired across lung and it fired one side of staples. He had her reload it and he fired again receiving same result. He then loaded it himself and fired getting the same result. He tried it again with same result. He threw the instrument against the wall. They pulled another, fired it and received good staple line. Proceeded to reload with from a different box and received one side of staples. At that point he had to hand sew. They didn't pull another instrument. They discarded both instruments and all fired reloads.